Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized the same date. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm loading dose ip), amikacin (150mg loading dose ip), fortum (500mg, three time daily ip), and reflin (500mg three times daily ip). The cause of the peritonitis was unknown. Pd therapy was ongoing, as was remedial therapy with fortum and reflin. The peritonitis was resolving.